Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the safety shield not retracting, with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the report of the gray sheath not retracting was confirmed by the photo; however the root cause was not identified because no failure was detected by functional testing on the sample returned for investigation.

Event description:
It was reported that the blood collection assembly with male luer-lok¿ safety shield was not retracting. No injury or medical intervention.